Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm and no unexpected error message noted during test. Device received with cracked battery tube threads and stripped battery cap coin slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump rejecting the new batteries and received error code before no delivery alarms. The customer¿s blood glucose level was unknown at the time of the incident. Customer declined to troubleshooting. The insulin pump will not be returned for analysis.